Manufacturer narrative:
(B)(4). Device manufacture date: december 21, 2015 ¿ december 22, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor leaked. This was noted when the pharmacist was removing the device from its packaging. The device had been filled with fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.